Manufacturer narrative:
The product was returned. Per the returns plan in (B)(4) unit returned on 07/16/2014. Evaluation shows broken tubing just below weld at seat rail. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per dealer, the upper right cross brace is broken at the weld.